Event description:
It was reported to covidien in 2009 that a customer had an issue with an insulin syringe. Customer reports safety mechanism did not engage properly, and nurse was stuck with needle after injecting patient.

Manufacturer narrative:
Submit date: 03/17/2009. An investigation is currently underway. Upon completion, the results will be forwarded.